Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. There was no evidence of the reported failure in the event log. A visual inspection and functional test were performed. The customer's reported failure was confirmed. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported problem cannot be established. An expulsor will be trimmed down to bring the delivery accuracy closer to nominal of a range. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was off by 6%. No adverse effects were reported.